Event description:
On (B) (6) 2008, the patient was treated for an aneurysm in the descending thoracic aorta with a gore tag thoracic endoprosthesis. On (B) (6) 2010, the patient underwent another endovascular procedure to address a proximal infold and endoleak. During the procedure, the physician was unable to advance the cook sheath all the way through the common iliac artery, and was also unable to advance the cook sheath all the way through the common iliac artery, and was also unable to advance the tag device beyond the aortic bifurcation. He attempted to retract the device into the sheath, but it stuck with the trailing end of the stent-graft partially deployed outside the sheath. After withdrawing the sheath and catheter together, the physician saw the common femoral artery was transected. He repaired the transected artery with a surgical graft. Another sheath and gore tag device were used, and the patient emerged in stable condition with no further complications.

Manufacturer narrative:
The event with the second device ((B) (4)) was reported in medwatch #2017233-2010-00065.